Event description:
Our sales manager reported to me that the plate tore out of the patient. The sales rep did have a conversation with the surgeon and according to the doctor, the patient fell.

Manufacturer narrative:
Device will not be returned. If add¿l info is received it will be received on a supplemental report. Add¿l devices: (B)(4) locking screw axsos 4.0 mm/l26 mm (B)(4), (B)(4) locking screw axsos 4.0 mm/l28 mm (B)(4), (B)(4) locking screw axsos 4.0 mm/l34 mm (B)(4), (B)(4) locking screw axsos 4.0 mm/l36 mm (B)(4), (B)(4) locking screw axsos 4.0 mm/l38 mm (B)(4), (B)(4) locking screw axsos 4.0 mm/l42 mm (B)(4), (B)(4) locking screw axsos 4.0 mm/l46 mm (B)(4).